Manufacturer narrative:
The field service engineer determined that a valve failed. There was an abnormal presence of a solution in the ise syringe and standard vacuum from a vessel was premature during calibration. The valve was replaced. Ise checks were performed and all results were within range. The customer ran calibration and controls; there were no errors and all results were within range. The sample centrifugation time was too short and the speed was too fast. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The reporter also noted they were having issues with errors on ise calibrations. The reporter replaced all system reagents and tried re-pouring new calibrator material, but calibration still was not successful. The sample initially resulted with an na value of 121 mmol/l. The sample was repeated on a second c 501 analyzer, resulting as 139 mmol/l. The repeat value was believed to be correct. The na electrode lot number and expiration date were requested, but not provided.